Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery with tfna. The surgeon tried to insert the end cap after nail insertion. No matter how many times the surgeon reinserted it, it never completely inserted into the nail hole. Imaging showed that it looked like it was floating about 1 mm. The hospital had two end caps and the surgeon tried the other one. However, the same event occurred. Therefore, the surgeon guessed that the nail had a problem, and the procedure was completed as it was. The locking mechanism was re-engaged with a torque screwdriver. There was no strange sound during insertion. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna end cap extens. 0 tan was found stripped from the threads and surface area from the tip. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces in a misaligned position or an incorrect angle and subsequently tightening it, leading to thread deformation causing the inability to assemble with the mating devices. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide se_847003 rev. Af inserting the 0 mm end cap: remove the connecting screw using the ball hexagonal screwdriver with spherical head while leaving the insertion handle connected to the nail. Insert the 0 mm end cap using the stardrive screwdriver through the insertion handle. A guide wire can be used to help ensure alignment while inserting the end cap. After the end cap is inserted, remove the insertion handle from the nail a dimensional inspection for the tfna end cap extens. 0 tan was ot performed due to post manufcturing damage. A functional evaluation was not performed because the mating device was not received to assess the interaction; however, due to the observed condition, the device can be unable to assemble/disassemble and/or cannot be fully inserted or seated. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 04.038.000s lot number: 34604p4 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04 oct 2024 manufacturing site: jabil bettlach expiry date: 01 sep 2034 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.